Event description:
It was reported that a patient with a 27mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 10 months due to stenosis. The patient presented with symptoms of shortness of breath, chest pain, and lightheadedness with near syncope. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient remained stable throughout the procedure and was taken to recovery. The patient was discharged on pod #4.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 2700 aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully. The patient remained stable throughout the procedure.